Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were reproduced during evaluation. A review of the event history log identified system error 322 alarms. The cause was determined to be the lower link switch out of adjustment. The lower auxiliary was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. There was no patient involvement. No additional information is available.